Event description:
This device case, reported by a nurse, concerns a pt who experienced diabetic ketoacidosis (dka). The pt was using a pen injection device (humapen ergo) to deliver insulin. The pt experienced dka and was hospitalised while using a pen injection device to deliver insulin. The reporter considers the event to be related to the pen injection device. No other info was provided. Further info has been requested. Update 30-apr-2001: preliminary report prepared.